Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal would not load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Sign of clinical use and no evidence of blood were observed. The delivery device was returned outside the loading device. The seal and tension spring assembly remained inside the delivery device with the seal extended outside the tube. The slide lock was dis-engaged. The plunger was not depressed on the delivery device. The following measurements were taken; the inner delivery tube diameter was measured as .197in. The outer diameter was measured at .220 in. The length of the delivery tube was measured at 2.49 in. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported complaint for failure to load was not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal would not load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.